Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The peritonitis was manifested by abdominal pain and cloudy effluent. The breach in aseptic technique was further described as touch contamination. The patient was not hospitalized for the event. On an unreported date, the patient was treated with intraperitoneal vancomycin (2g; frequency and duration not reported) and intraperitoneal gentamicin (40 mg) for peritonitis. The patient was administered intraperitoneal gentamicin (40 mg) two additional sequential days until culture results were received. The patient was then treated with intraperitoneal vancomycin (2g, every five days for two weeks) for peritonitis. Recovery status of the patient was not reported. It was not reported if the patient was retrained on aseptic technique. Action take with therapy was not reported. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.